Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that their implantable pulse generator (ipg) was not functioning correctly because the patient experienced pulses from ipg to tip of their ring finger on their left hand. The patient also experienced stiffness and numbness in the fingers of their left hand. The ipg remains in use. No further patient complications have been reported as a result of this event.